Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. The 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was 1 tube with a plastic protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 3. It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was 1 tube with a plastic protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.